Event description:
It was reported that a nurse loaded a set backwards and then noticed that blood was coming up the tubing. The nurse was standing at the site and noticed that the set was loaded backwards.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and hence an eval could not be completed. The customer cannot identify the device involved in the event. If the device is returned, an eval will be completed and a supplemental report will be submitted. Sigma became aware regarding this event through a distributor sales rep. The initial reporter info was not provided.